Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient experienced three instances of seizures/blackouts/passing out. The patient was to follow-up with a healthcare professional (hcp) to address the issue and mentioned speaking to with the hcp who redirected the patient to contact the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they have notified their managing physician about the seizures and loss of consciousness. The patient stated that they were still working with their physician and have been wearing an event monitor for their heart at the time. The issue hasn¿t yet been resolved. No further complications were reported or anticipated.